Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 350 mg/dl. The customer stated he has air bubbles in the reservoir and infusion tubing. The customer stated the pump is not rewound with a reservoir in place. The customer is unable to disconnect because he is at work and is unwilling to do this at this time. The customer was advised to deliver a 5 units fixed prime/fill cannula until air bubbles are no longer visible. The customer was advised to change infusion set. The customer was advised to monitor the pump and call back when he is at home so we can do proper troubleshooting.